Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was clarified that a physician initially reported the event to the company representative. Regarding the previous report of the patient not feeling well, feeling out of it, and was in the hospital, it was clarified that there was no issue with the device, but the physician was questioning whether the patient was having a reaction to the medication. It was unknown of any tests were performed. The pump was stopped to rule out medications reaction. Any other inventions were indicated as being unknown. They did not believe there was a device issue. It was unknown if the issue was resolved. The patient¿s outcome was unknown. The patient¿s weight was unavailable. The pump was still implanted but had been stopped per the hospital physician¿s request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was currently receiving an clonidine with concentration 375 mcg/ml at a dose rate of 2.47 mcg/day and fentanyl with concentration 100 mcg/ml at a dose rate of .66 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient was not feeling well and was feeling "out of it". The date of the event was unknown. The patient was in the hospital and they were contemplating temporarily stopping the pump. Reported symptoms were asked but were unknown. It was unknown if there was a sudden or gradual changed in therapy or symptoms. The company representative was going to meet with the physician in the hospital. No further information was available at the time of the report. No further patient complications have been reported as a result of this event.